Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted. There were no adverse patient effects reported. This explanted ra lead will not be returned.